Manufacturer narrative:
The complaint of no flow / can't prime on item kl-va202u3 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot review couldn't be performed due to the lot number for this complaint was unknown. Updated information in b5, d9, and h3.

Event description:
Additional information received on 21-jan-2025 from (B)(4) from terumo kofu factory - quality assurance section stating that based on the sample evaluation, they were not able to identify any irregular physical properties that suggest the possibility of manufacture-origin. The reported issue was not simulated. Hence, they determined not to request any investigation.

Manufacturer narrative:
E1 - this complaint was received through: (B)(6). Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint regarding a chemosafelock vial adapter that experienced occlusion. The reporter stated, ¿cannot aspirate solution¿. Translated from japanese using online translator: "when I tried to insert the vial adapter of the product into the vial to prepare methotrexate intravenous infusion, I was unable to successfully aspirate into the chemosafe lock connector and syringe. As I was unable to aspirate, I removed the vial adapter from the vial, inserted the needle into the vial, and aspirated." There was no reported impact of the event on the patient and medical institution worker. The event was noted after use. The quantity affected is 1, and the sample is available to be sent for investigation. There was unknown patient involvement, but no patient harm reported in the event.